Event description:
It was reported that the patient experienced a blood glucose fluctuation after consuming unannounced carbohydrates overnight while using the ilet, with glucose rising to approximately 282 mg/dl and later falling to 44 mg/dl. The event involved missed meal announcement and subsequent treatment using oral glucose sources including juice, glucose gels, and food. Symptoms included hyperglycemia and sweating at the time of hypoglycemia. Outcomes included recurrent low glucose alerts and the need for repeated carbohydrate treatment, with fingerstick readings in the 70s and sensor readings trending upward by the end of the calls. Investigation included customer care troubleshooting and education focused on treating lows and management related to missed meal announcements when using the ilet. Investigation of this case revealed that the missed meal announcement likely led to the initial hyperglycemia and subsequent algorithm-driven insulin delivery contributed to the later hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcement, were the primary cause.